Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of lump is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported approx 1 month after injection to unspecified site with juvederm voluma pt developed a lump. Pt was treated with hylase. A few weeks later the lump "was more pronounced" and pt was treated with add'l hylase.